Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned sample was visually examined with and witho ut magnification. Visual examination of the returned stapler revealed that the pawl was spun out of place and bent. The cover block was partially detached. The stapler was returned with a partially formed staple. The staples appear to be properly aligned. The stapler was returned with 28 staples left in the cartridge indicating that at least 7 staples have been fired by the end user. Reference file (B)(4) for investigation photos. The pawl was manually spun back into place and the cover block was reattached. The partially formed staple was manually removed from the device. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon full engagement of the trigger, a staple was able to properly form and release. This was repeated multiple times with the same result. To simulate insertion into the skin, the stapler was fired into a foam pad. All three staples fired into the foam were able to be properly applied. The remaining staples were fired with no issues. Although the stapler was able to properly fire all remaining other remarks: staples, the pawl being bent could prevent the staples from firing properly. The pawl being spun out of place and the cover block being partially detached when the sample was received would prevent the staples from firing properly. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." A corrective action is not required at this time as the root cause of this complaint could not be determined. It could not be determined how or when the pawl got damaged and spun around or how the cover block became partially detached from the trigger. All staplers are 100% inspected at manufacturing for firing at the time of assembly so it is unlikely that these issues were present at the time of manufacturing assembly. The reported complaint of "stapler jamming" was confirmed based upon the sample received. The sample was returned with the pawl spun out of place and bent along with the cover block partially detached from the trigger. This would prevent the staples from firing properly. Upon functional inspection, however, the cover block was manually reattached to the trigger and the pawl was spun back in place. Despite the pawl still being bent, all remaining staples were able to fire properly. All staplers are 100% inspected at manufacturing for firing at the time of manufacturing assembly. A device history record review was performed with no evidence to suggest a manufacturing related cause. Although the stapler was able to properly fire all remaining staples, the bent pawl could prevent the stapler from being fired properly. It could not be determined how or when the pawl got damaged and spun around or how the cover block became partially detached from the trigger. Therefore, the root cause of this complaint could not be determined.

Event description:
It was reported that the doctor found that the stapler was jamming during use. There was no patient injury.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box lot #73b1700271 investigation did not show issues related to complaint. A device sample has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the doctor found that the stapler was jamming during use. There was no patient injury.